Event description:
The following has been reported: biomed reported: ticket stated "this pump screen will work sometimes & then quit working". Unable to duplicate issue. Cleaned and ran test infusion. No alarms. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for screen input issues. During initial testing no screen abnormalities were observed and all quadrants of the screen were recognizing inputs correctly. No internal damage was identified and the touch input cable was firmly seated. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Customer did state they were unable to replicate the issue after a cleaning was performed on the pump.